Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was to be used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the basket wires were found broken but were still attached to one end. The procedure was completed with different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 : initial reporter facility name: (B)(6). Block e1: this event was reported by the dealer. The physician present for this case was: dr. (B)(6). Block h6: medical device problem code a0401 captures the reportable event of basket wire break. Block h10: the returned trapezoid basket was analyzed, and a visual evaluation noted that the side car was torn and pushed back out of specification. The basket wires were in good condition. A functional evaluation was performed by pushing a spear lab guide wire through the guide wire channel. The wire came out on the side showing that the side car was torn. No other issues were noted. Based on all available information, it is possible that manipulation or technique used when interacting with the device could have torn the side car. The evidence indicates that the device was used, and the side car push back is a sign that there was some resistance. Therefore, the most probable root cause for the failures found during the analysis is adverse event related to procedure. However, the reported failure of basket wire break was not confirmed during the analysis. Therefore, the root cause for the reported failure is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was to be used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the basket wires were found broken but were still attached to one end. The procedure was completed with different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.